Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and found evidence of foam particles or degradation inside the blower kit.in addition, the device had dust contamination and displayed error code e053 (comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
In the previous report, entered an incorrect 510(k) number and report source, but in this follow-up report, I have corrected them.